Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-01358. It was reported that the patient was not receiving adequate therapy, due to the ipg flipping, and the leads connected twisting within the pocket. It was also reported that one contact displayed high impedance as well. As a result, the physician revised the site by uncoiling the leads and securing the ipg in the pocket site. Therapy was restored post-op.

Manufacturer narrative:
Describe event or problem was inadvertently entered initially without information regarding date.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-01358. The date of the procedure took place on (B)(6) 2019.